Manufacturer narrative:
As received, a complete lead was returned for evaluation in one piece. Visual examination revealed that the helix was retracted and clogged with blood/tissue. X-ray examination revealed that the inner coil in the connector region was over torqued due to procedural damage. After cutting the lead, cleaning and applying torque directly to the inner coil, the helix was able to extend and retract. The measured full helix extension length was within specification. Visual and x-ray examination of the lead did not reveal any anomalies with the exception of procedural damage.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an implant procedure, the right atrial (ra) lead dislodged from the fixated position. The ra lead was repositioned, however, the ra lead dislodged again. The ra lead was explanted and replaced to resolve the event and the patient was stable.